Manufacturer narrative:
Samples were stored at 2-8 degrees celsius for 2 days, without additional handling. All samples that were tested were fresh (not frozen). The customer runs in random access mode. The customer has two advia centaur xp systems in the laboratory. The customer repeats all samples on the second advia centaur xp on the same day prior to reporting results. The customer observed the negative quality control (qc) was out of range. The siemens customer service engineer (cse) has performed daily and monthly cleaning and observed the same issue. The cse tested a different reagent pack on the second advia centaur xp and the qc was in range. The cse tested 5 negative patient samples x 3 and had several false positives. The cse took the reagent packs and samples to internal laboratory and tested x 3. The results were acceptable. On a subsequent visit, a second cse confirmed that no issues were identified on the advia centaur xp system and that all other assays are performing as expected. The cse confirmed that the customer does not report cov2t results with that system. The cse will upgrade the tdef version to el and will provide an update when completed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for samples from five patients. The reactive (positive) results were considered discordant with the nonreactive (negative) results obtained when testing more than one replicate of the sample for each patient. No corrected reports were issued, and none of the results reported were questioned by the physician. There are no reports of patient intervention adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00694 on december 30, 2020. February 01, 2021 additional information: the customer service engineer (cse) upgraded the tdef version to el successfully. The customer stopped running the assay at this time and new lots are not currently available in (B)(6). Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot 006 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.